Manufacturer narrative:
(B)(4) - supplemental MDR - foreign matter. One sample and one photo of a 10 ml luer lok syringe (part number 301029) were received and evaluated. The photo shows a fully assembled, loose syringe filled with an unidentified transparent fluid containing a yellow brownish foreign material within the fluid path, and the physical sample matched this condition. Based on the available evidence, the observed condition is non conforming to product specifications, and the potential root cause of the foreign material is associated with the assembly process. A device history record review for material 301029 across all reported lots (5099832, 5120095, 5121749, 5121753, 5144338, 5148026, and 5157908) confirmed that all in process and final visual inspections were completed as required, with no quality notifications related to this condition. All lots met acceptance criteria per the inspection control plan, were approved for shipment, and complied with applicable product specifications. Complaints received for this device and condition will continue to be tracked and trended through monthly reports, which are regularly reviewed by our business team to identify emerging trends.

Event description:
No additional information was provided.

Manufacturer narrative:
B.3. The date received by manufacturer has been used for this field. H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that the bd syringe 10ml ll bns had foreign matter. The following information was provided by the initial reported. Material#: 301029, batch#: unknown. Potential lot: (5099832,5120095,5121749,5121753,5144338,5148026,5157908). Rcc received a complaint via email. Product information. Bd part number: 301029, part number description: 10ml luer lock syringe (bulk, non-sterile). Description of discrepancies: mps's customer filed a complaint on (B)(6) 2025 regarding a large unidentified brow particle in the barrel of a syringe. The customer provided attached figures demonstrating the defect for reference. It is important to note that the affected lot number could not be identified, as the syringes in question were part of a job manufactured with syringes from seven different lots. For traceability purposes, the following lot numbers were used in the manufacturing of that job.